Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed. If the device or additional information is received, microvention, inc., will submit a supplemental MDR report. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that during an embolization procedure, an embolization coil implant did not detach from the delivery pusher. It was decided to remove the device, which detached unexpectedly. There was no reported intervention or injury to the patient.

Manufacturer narrative:
The investigation of the returned coil system found the proximal gold connector bent and damaged, and the implant stretched and separated from the pusher. No indication using a detachment controller was found on the pusher's heater coil. The investigation found the pusher's monofilament with a tensile break shape at the tip which is consistent with the device experiencing excessive force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification. The unit passed continuity and resistance testing, indicating the device would have detached normally during the procedure; however, the detachment controller used in the procedure was not evaluated as a part of this evaluation, so the investigation could not determine if it had caused or contributed to the initial non-detachment described in the reported complaint.